Event description:
On 04/06/2000, the MFR's international representative informed the MFR. Via fax of the following: the international distributor has returned twenty-seven catheters to the representative. The reason the catheters were returned is that the catheters are labeled wrong. The carton box is labeled as 3f-6 (which is correct), and when opened you find the standard white label again with 3f-6 (which is also correct), but there is also a red label with 4fr printed on it. The customer opened another three units and found the same thing. They claim thirty catheters (same lot number) all together to be replaced at no charge. All other catheters from this batch are sold to various customers and probably all used without any problem. No further details were provided at this time.